Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (349 mg/dl at its highest) and the cause was not known. A bolus via the pump was delivered to address the bg level. A pump system check was performed and no device issues were identified. The customer inserted a new infusion set and insulin delivery was resumed. The customer declined tandem technical support's offer to follow up to confirm the bg level declined.